Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient tested 4.1 inr and 4.1 inr on the coaguchek xs system while a comparison lab returned as 2.41 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.